Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection was reported and is a known cause of this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air and fluid in line) on the homechoice (hc) device during dwell 4 of 4 of peritoneal dialysis (pd) therapy, while the hp was connected. During troubleshooting, it was found that a bag had a loose connection. The technical service representative (tsr) had the hp cycle the power on the hc device to clear the alarm. The tsr reviewed proper procedures, per the user manual, with the hp. The hp was to complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.